Event description:
With 1st attempt at rt basilic vein, the wire would not advance easily. When attempted to pull wire back out of vessel, it seemed to snag on something. Some tension required to pull wire out of vein, but came out intact with a small knot at the end. No apparent trauma to skin and only small amount of seeping of blood from insertion site. Bruise - size of a 5 cent piece noted at the site. Second attempt done proximal to that site and inserts easily. Pt denies any discomfort with either of these attempts.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewe0688 showed no other similar product complaint(s) from this lot number.